Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that when the doctor opened the hst iii system (3.8mm) package, he found the product was broken. Then they changed to another new one to complete the surgery.

Event description:
The hospital reported that when the doctor opened the hst iii system (3.8mm) package, he found the product was broken. It was some crack on the surface of it. It seems some crack before loading. Then they changed to another new one to complete the surgery. There was no delay. There was no harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: e3 occupation corrected from "physician assistant" to "physician". The device was not returned to maquet cardiac surgery for investigation; however a photograph was provided by the account. A photographic evaluation was conducted. The delivery device was observed in the loading device. The seal and tension spring assembly was not observed in the photograph. There were no visual defects observed on the intact aortic cutter. Signs of clinical use and evidence of blood were observed on the delivery device, indicating an attempt was made to introduce the device into the aorta. No visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "break;seal" was not confirmed. The lot # 3000313450 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.